Manufacturer narrative:
Device evaluated by MFR: the customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault, high rate, low peak inspiratory pressure, and low minute ventilation alarms. The customer performed troubleshooting and reported the circuit pressure transducer failed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use, the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was confirmed through the events log and duplicated during functional check. Pt801 has failed. This issue will be internally investigated within vyaire.